Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the blender assembly. Performed operational verification procedure and performance check all passed. All work accomplished per vela service manual rev. F. The fsr confirmed the ventilator met all vyaire manufacturer specifications.

Event description:
The customer reported to vyaire that the vela ventilator alarmed vent inop. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.